Manufacturer narrative:
(B)(4).

Event description:
Pt dad (B)(6) reports signal loss all day.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/15/2018 that on (B)(6) 2018 a loss of connection had occurred. Data has been received for investigation. The reported issue was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.